Event description:
Hcp reported pt underwent device explantation due to battery depletion. This pump is included in a group of recalled devices. No pt symptoms were reported.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.